Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that non-latex foley catheter leaked. Replaced with another 16fr non-latex foley which also leaked at the y site between the drainage tube and the port to insert water. Staff noticed this issue on two patients during their shift last night. After they replaced one of the foleys and had the same issue (doe#04jul2024), they pulled the last non-latex foley from the storage area and notified their manager.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that non-latex foley catheter leaked. Replaced with another 16fr non-latex foley which also leaked at the y site between the drainage tube and the port to insert water. Staff noticed this issue on two patients during their shift last night. After they replaced one of the foleys and had the same issue, they pulled the last non-latex foley from the storage area and notified their manager.